Manufacturer narrative:
Diopter: -21.00. Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens not returned. (B)(4). Evaluation results: a lens work order search revealed no similar complaint within the work order. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a +21.00 diopter collamer three piece lens in patient's eye. The haptic tore off during the loading process. The lens was removed and replaced with another cq lens. There was no patient injury. The cause of this incident was loading error.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found the lens optic was torn, one loop haptic was detached from the lens, the other loop haptic was torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).